Manufacturer narrative:
In this case, there was no functional testing needed for the returned device as there was no reported device malfunction associated with the cds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury (torn posterior leaflet) resulting in mitral valve insufficiency/regurgitation cannot be determined. Tissue injury/damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6 health effect - impact code: 4624 added.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2024, the patient underwent mitral valve replacement surgery. The clips were explanted.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A xtr mitraclip was placed, reducing mr to grade 1+. After release from the delivery catheter, the posterior leaflet was observed to be torn and regurgitation worsened. It was decided the patient was not suitable for an additional clip so the procedure was aborted. The procedure ended with mr reduced to grade 4+.